Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dark, moldy particles were found on the needle 23ga 1-1/4in and in its packaging while reconstituting the pfizer/biontech vaccine. The following information was provided by the initial reporter, translated from (B)(6) to english: "in the course of reconstitution of the pfizer/biontech vaccine, it was discovered that two of the needles intended for use were heavily contaminated with particles in the supposedly sterile packaging. Both packages had several dark, mold-like particles visible. Since this was the last blister of a 100 pcs. Package, the largest part was already used before the last 3 cannulas were discarded."

Event description:
It was reported that dark, moldy particles were found on the needle 23ga 1-1/4in and in its packaging while reconstituting the pfizer/biontech vaccine. The following information was provided by the initial reporter, translated from german to english: "in the course of reconstitution of the pfizer/biontech vaccine, it was discovered that two of the needles intended for use were heavily contaminated with particles in the supposedly sterile packaging. Both packages had several dark, mold-like particles visible. Since this was the last blister of a 100 pcs. Package, the largest part was already used before the last 3 cannulas were discarded."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/26/2021. H.6. Investigation: a device history record review was completed for provided lot number 210232. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, five packaged needles were returned for evaluation by our quality engineer team. Through examination of the samples, grayish foreign matter could be observed within the blister package. It has been determined that the grayish foreign matter most likely originated from residue of any auxiliar component of the packaging machine. H3 other text : see h.10.